Event description:
During routine testing of the device at the service center, the service technician reported the hook knob was not present on the calibrator. The calibrator was originally returned for a cf06 error when the issue with the hook knob was found. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.